Manufacturer narrative:
The ge service representative performed an on site investigation. The single board computer upgrade kit and the software upgrade were installed during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 8800 system would not boot up. No pt injury was reported.